Event description:
An arterial pressure alarm occurred during a routine hemodialysis treatment which could not be resolved by the operator. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to an abrupt increase in blood flow rate made by the operator. The cycler alarmed appropriately. Treatment was discontinued without performing rinseback. The pt's standard epogen dose was increased. No other medical intervention was required. Facility staff has provided add'l training. Nxstage medical considers this report closed. No add'l info will be provided.